Event description:
I had five hernias repaired using gore tex dual, and I have had constant pain in the abdomen, back, legs, shoulders and neck since. They have become extremely infected and will have to be replaced in 2009. I have been to the hospital emergency room and doctors office with various illnesses - flu like symptoms- and pain since the surgery, and know one could figure out what was wrong with me. Date of use: 2008. Diagnosis or reason for use: to correct abdominal hernias.